Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscectomy and resection of synovial plica of the patient's right knee, utilizing a bskt, dckling, upbtr, the lower part of the basket broke. This was initially not known. An x-ray was done, and explorative surgery was performed. There is no specific written indication that the broken part is in the body or has been removed.

Manufacturer narrative:
The missing part of the device is in the patient's knee in the posterior part of the meniscus. The missing part was not removed. Device evaluation: one pch, bskt, dckling, upbtr device was returned for evaluation of the reported complaint mode, ¿broken basket¿. The lower part of the basket was confirmed to have broken off; the piece was not returned with the device. The device showed evidence of being filed, possibly during an unauthorized repair. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).